Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests, all of which were within the pump's delivery accuracy manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump did not dispense the correct amount. It was not specified if the pump under or over delivered. No adverse effects were reported.